Event description:
It was reported that during meniscal repair surgery when deploying t2 fast fix implant, the anchor broke. Broken pieces were removed with grasper. The procedure was successfully completed without significant delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3,h6: one 72202468 fast-fix 360 curved needle delivery system device intended for use in treatment, was not returned for evaluation. Due to unavailability, evaluation was limited. Instruction for use (IFU) 10600499 contains precautionary statements and recommendations for proper use of product. Per IFU: ¿do not push the deployment slider until the needle is fully penetrated through the meniscus. Do not bend the delivery needle. Complaint history review indicated no similar allegations for the lot number reported. Batch review did not indicate a condition, product or procedure failure that supported the allegation. No root cause related to the manufacturing of this device was confirmed. Product material met quality specification requirements of validated design. Product met specifications upon release to distribution.